Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be update should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode presented with a suspected pocket infection. It was noted the patient had participated in sports where the device pocket was stretched. The patient was hospitalized and a pocket revision was performed, where a hematoma was removed. No infection was confirmed, but the patient was treated with antibiotics. Six months later,a pocket infection was suspected again, as the pocket was observed to be swollen. The device and electrode were subsequently explanted eight months after the pocket revision. No additional adverse patient effects were reported. Three months later, a new s-ICD system was implanted.